Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an onyx vial was expired. The healthcare provider opened the package and one of the vials inside was expired however the outside packaging showed that it was not expired. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). There is no patient involved in this event additional information was received. This product was from account inventory. Cycle counts are conducted quarterly. There was no labeling issue with any of the packaging. The correct product was found in the package.